Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc saline breast implants which the patient reported hair started falling out. Lethargic and tired. Diagnosed with sarcoidosis skeletal and muscular. Fibromyalgia. Throughout the years experienced pain, insomnia, brain fog, hair falling out, severe pain in right breast. There's a lump that's benign and being monitored every 6 months. Inflammation on right breast. Swollen and painful. When she sleeps on side, must have a pillow between breasts to avoid pain. Loosing peripheral vision in right eye. Gerd. Ibs. Difficulty breathing. Slow muscle recovery. Severe weakness in legs. Used to be able to run 10 miles a day, and now she can't walk up stairs. Can't sleep with arms above her head without pain. She knows what she's trying to say, but the words don't come out right. Patient also indicated that these issues are bilateral and she had consulted with medical professional and been diagnosed with sarcoidosis, fibromyalgia, gerd. Ibs. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side .